Event description:
It was reported that this right ventricular (rv) lead exhibited potential loss of capture (loc), high capture thresholds and pacing impedance measurements within normal limits. Technical services (ts) reviewed and provided troubleshooting options. This lead remains in service. No adverse patient effects were reported. Additional information was received from the field stating this patient exhibited pericarditis unrelated to any boston scientific product and subsequently received a device upgrade due to physician discretion. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
Updated b5 describe event or problem with additional information received from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited potential loss of capture (loc), high capture thresholds and pacing impedance measurements within normal limits. Technical services (ts) reviewed and provided trobleshooting options. This lead remains in service. No adverse patient effects were reported.